Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's diabetes educator reported via telephone call that the customer had a hard time pressing the buttons on the insulin pump. The educator reported that the customer has a neurological disorder. The customer was advised that the insulin pump would be replaced.